Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Visual inspection confirmed the reported condition; the tubing was disconnected from the chamber. Visual inspection also revealed that prior to the event, the tubing was inserted into the chamber to a depth that was within specification. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The cause could not be determined. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a flo-gard IV solution administration set disconnected from the vented chamber. This occurred during priming with saline. The reporter stated that no abnormalities were observed when the set was opened from its packaging, and no leakage was noticed prior to the disconnection. There was no patient involvement. No additional information is available.